Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery pins, which was observed during physical inspection and considered confirmed. Evaluation found the two negative terminal battery contact pins and two data pins to be depressed. The depressed battery pins did not allow for dc operation. The rear case was replaced. Additional information: connection issue.

Event description:
During baxter's evaluation of a spectrum pump, the device had depressed battery pins. There was no patient involvement.